Event description:
Total wrist implant was removed due to pain and the wrist was fused.

Manufacturer narrative:
Medical review of clinical notes show the patient's previous surgical procedures (capsulodesis and proximal row carpectomy) prior to the total wrist implant, and the total wrist implant could not eliminate pain due to wrist motion. The final option was to fuse the wrist. Review of x-ray post-op reveals broken carpal screw likely the result of placement in anatomy complicated by previous surgeries. Model# wa/r-rs, lot# 35899005.